Event description:
The customer reported that the bezel is blurry. We are considering that this represents a blurry display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the bezel is blurry. We are considering this report to mean that the display was blurry. There was no patient involvement.